Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, noise on the right atrial lead was noted causing inappropriate automatic mode switch. No intervention was performed, the physician elected to continue monitoring the patient. There were no consequences to the patient.